Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, it was reported that the patient experienced prosthesis wear, pain, instability and loosening. As a result, the patient underwent a left knee revision approximately 14 years and 8 months after initial implantation. No further patient impact reported. No further information available. Report 2 of 2 for this event.